Event description:
Subject: formal complaint -- serious violations and safety risks of innza home laser hair removal device dear sir/madam, I am writing as a consumer who is deeply concerned about product safety and consumer rights. I hereby file a formal complaint regarding the sale of the innza home laser hair removal device on the amazon platform (https://www.amazon.com/innza-removal-function-permanent-painless/dp/b0cwl9s4l1/ref=cm_cr_arp_d_pdt_img_top?ie=utf8&th=1) and its dtc website (https://theinnza.com/products/laser-hair-removal-with-5-ice-cooling-painless-laser-hair-removal-device-3-in-1-innza-at-home-hair-remover-machine-for-women-men-electrolysis-permanent-epilator-and-face-body-depilation-gold). My complaint includes the following violations: unregistered class ii medical device (violation of FDA 510(k)) ipl/laser hair removal devices are classified as class ii medical devices under FDA regulations. However, no 510(k) premarket notification or manufacturer registration for this product exists in the FDA database. Mislabeling and inadequate labeling the device, packaging, and manual lack manufacturer name and address, violating 21 cfr 801.1(a). The manual fails to list contraindications (e.g., dark skin tones, epilepsy), violating 21 cfr 801.109(c). No emc compliance information provided, violating iec 60601-1-2 standards. Contradictory technical claims and consumer misrepresentation packaging states, "ipl technology," while the manual claims "laser hair removal." If it is ipl but marketed as laser, it violates ftc act section 5 (deceptive advertising). If it is truly a laser device but lacks FDA 510(k) clearance, it violates the federal food, drug, and cosmetic act, section 510(k). False and unverified medical claims marketing claims such as "painless treatment," "with ice-cooling care," and "permanent hair removal" are unverified medical efficacy statements, violating 21 cfr 807.20(a) and 21 cfr 801.15. Lack of transparency in manufacturer and seller information, the amazon listing shows the seller as innzabeauty, operated by (B)(6), registered at: (B)(6). Requested actions based on these serious concerns, I formally request that: this product be immediately removed from the market until proper FDA 510(k) clearance and registration are confirmed. All false and unverified medical claims be retracted from both amazon and the innza dtc website. A full investigation and enforcement action be taken against the responsible sellers and distributors. Unregulated and falsely marketed medical devices pose a serious threat to consumer safety. I urge you to take this matter seriously and act without delay. Sincerely, (B)(6).